Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the dwell. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the alarm. The home patient (hp) stated that they left a clamp open on an unused line. The tsr instructed the hp to cycle the power to clear the alarm. The hp was going to do therapy with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The open clamp on an unused line is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.